Event description:
Discordant hcg result was obtained on patient sample. The sample was repeated and the correct hcg result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant hcg result.

Manufacturer narrative:
User error: a siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant hcg result was due to operator using unapproved tube filter in sample tube. The instrument is performing within specifications. No further eval of the device is required.